Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the evaluation, foreign material was found on the flow manifold assembly. The flow manifold assembly was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "intake valve failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.